Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the barrel on the area near the stopper/scale was found to be damaged upon opening of the polybag.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 27-oct-2022 h6: investigation summary customer returned one 0.5ml syringe. The barrel of the syringe was fractured. This damage started at the distal tip of the syringe barrel and stretched to the 10 unit mark. This damage is only on one side of the barrel. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of barrel damage.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the barrel on the area near the stopper/scale was found to be damaged upon opening of the polybag.